Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon couldn't seat the insert. Opened a second insert, seated next time with no issue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed evidence confirming the reported event of inability to assemble with the mating device. Device history lot: null. Device history lot: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.